Manufacturer narrative:
B5. Describe event; corrected information, initial report inadvertently omitted information known prior to submission. D9. Device available for evaluation? Corrected information, initial report inadvertently omitted information known prior to submission. H3. Device evaluated by MFR? Corrected information, initial report inadvertently omitted information known prior to submission.

Event description:
The suspect device was received for analysis. No other relevant information has been received to date.

Event description:
It was reported that the patient had a full revision surgery due to a high lead impedance. It was noted that the patient was a twiddler and the lead had likley been twisted many times over the years. The suspect lead was returned and has not been received to date. No other relevant information has been received to date

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Device evaluation was completed for the returned lead.